Manufacturer narrative:
The returned driver tip was inspected under magnification. Torsional and oblique fracture patterns were found, as well as a slight lip at the fracture site. Torsional and oblique fracture patterns likely indicate an excessive twisting load (torsion), while the lip geometry at the fracture site likely indicates some side loading (bending). The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increase in resistance can have many contributing factors. Additional mdrs related to this event: 3025141-2016-00214; screw.

Event description:
While implanting an acu-loc plate, the driver tip broke off in one of the screw heads. The driver tip was left in the screw head in the patient. In a follow-up post op x-ray, it was determined that the driver tip has separated from the screw. The driver tip was subsequently explanted.